Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 180 units of insulin, and the insulin gauge displayed 80 units. There was no reported impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge successfully.